Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported intraoperative type ia endoleak left untreated at the conclusion of the procedure was confirmed. Device, user, procedure or anatomy relatedness of the intraoperative type ia endoleak were not identified due to lack of the relevant medical images. The final patient status was reported been monitored. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body deployed as expected. A type ia endoleak was identified. The physician elected to balloon at the level of the sealing rings however, the type ia endoleak remained. A decision was made to conclude the case. The patient will continue to be monitored.